Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that post implantation of an intraocular lens (iol) the patient experienced decreased contrast, glare, halos and dysphotopsia. Post implantation of approximately one year one month lens was exchanged with another lens. The symptoms were resolved.